Manufacturer narrative:
The facility has sent the device to a (B)(6) lab for testing and it is not being made available to us for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
During a laparoscopic procedure, while using the pks lyons dissecting forceps, one of the jaws detached and fell into the patient's abdominal cavity. The jaw could not be located and the consultant made the decision to let the jaw remain in the patient. The patient was informed and was released from the hospital.